Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified bellow-the-knee vessel. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 2 seconds, the balloon ruptured. The device was removed and a pinhole was noted on the balloon. The procedure was completed with a different device. There were no patient injury reported and the patient condition was good.